Event description:
The patient who had a history of mixed mechanism glaucoma (angle closure and poag) and had previously undergone a peripheral iridotomy underwent an omni + cataract procedure. The patient's pre-op iop was 12 mmhg on cosopt twice daily, brimonidine twice daily, and latanoprost at bedtime. The physician reported that the patient initially did well postoperatively with intraocular pressure (iop) at 9mm/hg on post op day 1. Brimonidine and cosopt were discontinued and only latanoprost was prescribed to be continued post-op. On post op day 10, the patient presented for an urgent visit for eye pressure, light sensitivity and decreased vision, iop was 42mm/hg. The iop decreased to 15mm/hg a paracentesis burp was performed, and the patient was restarted on cosopt and brimonidine twice daily. 3 days later, the iop was noted to be 27mm/hg, patient was started on ketorolac. Cosopt and brimonidine were increased to three times.currently, the patient's iop is under control.